Manufacturer narrative:
The device is not expected to be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Additional information was received, stating that the patient was hospitalized. Another request was made to have the data review. Boston scientific technical services reviewed the data and recommended to replace the device within 90 days. At this time, no intervention was scheduled and the device remains in service. No adverse patient effects were reported. Additional information: this implantable cardioverter defibrillator (ICD) has been replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Additional information was received, stating that the patient was hospitalized. Another request was made to have the data review. Boston scientific technical services reviewed the data and recommended to replace the device within 90 days. At this time, the device remains in service. No adverse patient effects were reported.